Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after a diagnostic procedure. Upon click deployment, the device became stuck in the artery. The safety release button was unable to release the device. The patient was taken to surgery, where a cut down procedure was performed and the device was released. There was no damage to the femoral artery and closure had been achieved with the device. No additional information is available.

Manufacturer narrative:
The device history record for this lot did not produce any findings relevant to this investigation. The device investigation and complaint confirmation have not been completed and no manufacturing defects could be detected because the device was not available.